Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, a distributor reported via email that an ar-1588rtt2 fibertag tightrope ii implant snapped at the button during final tensioning. No additional details were provided. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/08/2025: this occurred inside the patient during final tensioning. All fragments were retrieved from the surgical site. The case was completed using another ar-1588rtt2 fibertag tightrope ii implant, and the graft was re-stitched and implanted without issue. The procedure was delayed by approximately 30 minutes, but no additional anesthesia was administered. No adverse effects were reported. This event occurred during a quad tendon acl reconstruction procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo - g. Precautions - 1. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.